Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for investigation was requested, but was not provided by the customer.

Event description:
The customer received questionable results for multiple assays on four samples. Of the four, it was determined that one patient had erroneous ion selective electrode (ise) sodium (na) results that were reported outside of the laboratory. The customer indicated that after daily maintenance was performed, calibration and qc were performed with no issues. After beginning to run some samples, the customer had some samples with original results that were accompanied by data flags, but had repeated as normal. Customer support recommended troubleshooting steps to the customer. Upon further troubleshooting, the customer replaced the sample probe, and performed additional troubleshooting. A precision check was performed, and failed for na and two other assays. The initial na result was 161 mmol/l, which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501 instrument and generated a repeat result of 139 mmol/l. The repeat result was deemed to be correct. The customer indicated that a corrected report was issued, but nothing was acted upon. There was no adverse event or treatment provided based on the erroneous result. The lot number of the na electrode in use was z23, with an expiration date of 11/30/2014. The field service representative found the rinse unit was leaking. He replaced the rinse mechanism tubing. The customer had a good precision run.